Event description:
It was reported that stimulation ws periodically turning off on the right side. It was believed that the incidents might have been related to the "kindle" or the refrigerator door, but did not see a correlation because the symptoms took awhile to present themselves. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).